Manufacturer narrative:
(H3) the investigation into the reported "stroke/cva" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the stroke was not determined due to insufficient clinical details and unknown relation to impella. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had an impella cp support of four days when the pump was explanted. The pump was noted to explant at time of an underlying cerebral hemorrhage. The sub-arachnoid bleed was not known to be due to any pump malfunction. The bleed was of unknown cause, no allegation by the physician, the patient was anticoagulated.